Event description:
It was reported that the patient's left knee was revised due to extensor mechanism issues (nothing further reported to rep). A 4x22 ts insert was revised to a 4x25 ts insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.